Event description:
It was reported to boston scientific via an article abstract presented in the 133rd annual meeting of the japanese urological association 2026 that an analysis was conducted to report risks and benefits associated with the rezum water vapor energy therapy procedure to treat benign prostatic hyperplasia. A total of 6 patients, with median age of 87 years, were treated with rezum between november 2024 and august 2025 at an institution in japan. All patients had a urethral catheter after the procedure, which was removed on day 28 post procedure for all cases. Among those 6 patients, 4 patients out of 5 who needed the urethral catheter for urinary retention became catheter free. However, 1 patient who needed the urethral catheter for urinary retention had urinary retention again.

Manufacturer narrative:
(2026). Initial experience of rezum therapy for benign prostatic hyperplasia. 133rd annual meeting of the japanese urological association 2026. Pp-20-06.